Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted due to the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the pocket site while recharging (described by the patient as pocket heating). Replacement of the charging system did not resolve the issue. Reportedly, the patient has shingles in the same area; however, the physician opted surgical intervention as the next course of action.